Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter full name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserted the syringe to inflate the balloon of the foley catheter during use, sterile water leaked from the tip of the syringe. Would like to investigate whether the syringe or the valve.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. During visual inspection of the sample, the catheter balloon was inflated using the return syringe with 10 ml of methylene blue solution (prepared as 3 drops of 1% aqueous methylene blue per 100 ml of distilled water). Upon inflation, leakage was observed at the valve cap. The valve cap was removed for further inspection, and a tear was identified in the inflation lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tabs d and g. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when inserted the syringe to inflate the balloon of the foley catheter during use, sterile water leaked from the tip of the syringe. Would like to investigate whether the syringe or the valve.